Event description:
Additional information received via medical records: the patient underwent a right hip revision due to pain, discomfort, and pseudotumor. The surgeon reported significant corrosion-type material on the trunnion consistent with trunnionosis. There was no metallosis or evidence of alval. The cup and stem were well-fixed. The surgeon reported no intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for abnormal radiographic evaluation - pseudotumor and fluid collection. Event is serious and is considered severe. Event is definitely related to device and probably related to procedure. Doi: (B)(6) 2009, doe: (B)(6) 2019, (right hip). Awaiting revision.